Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted upon visual inspection. The device was primed manually with dyed water. Occlusion was observed within the tubing lumen. The complaint of an occlusion can be confirmed, and the probable cause is due to a solvent application error during manufacturing. The device history review was performed and no discrepancies noted relevant to the indicated failure mode.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown in the month of february, it was updated as first day of february.

Event description:
It was reported that the solution does not flow during priming. There was no patient involvement.